Event description:
During the follow-up of (B)(6) 2015, warning messages were displayed related to abnormally long charge times. Also, frequent ventricular oversensing was observed. Preliminary analysis showed that ventricular noise was most probably caused by a lead issue or lead/ICD connection issue. This led to inappropriate vf detection and to frequent aborted charges. This is suspected to be responsible for early battery depletion. Patient care recommendations have been provided (re-intervention for lead check and ICD replacement).

Manufacturer narrative:
The device has been explanted.

Event description:
During the follow-up of (B)(6) 2015, warning messages were displayed related to abnormally long charge times. Also, frequent ventricular oversensing was observed. Preliminary analysis showed that ventricular noise was most probably caused by a lead issue or lead/ICD connection issue. This led to inappropriate vf detection and to frequent aborted charges. This is suspected to be responsible for early battery depletion. Patient care recommendations have been provided (re-intervention for lead check and ICD replacement).

Event description:
During the follow-up of (B)(6) 2015, warning messages were displayed related to abnormally long charge times. Also, frequent ventricular oversensing was observed. Preliminary analysis showed that ventricular noise was most probably caused by a lead issue or lead/ICD connection issue. This led to inappropriate vf detection and to frequent aborted charges. This is suspected to be responsible for early battery depletion. Patient care recommendations have been provided (re-intervention for lead check and ICD replacement).